Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a safety needle. The customer reports the pt was given an injection and when the rn removed the needle from the pt, she attempted to lock the safety device. The rn locked the device by sliding the safety device up. The rn thought the device was locked and went to help the pt pull up her pants and noted the tip of the needle poked the rn's left finger.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. Multiple attempts have been made to retrieve add'l info from the customer. If add'l pertinent info becomes available, the report will be updated. Medwatch 060010000-2013-8112.